Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with the brakes being bad on a 65650r rollator. This can cause instability / brake failure with the product.

Event description:
The dealer reports the breaks are bad.